Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were automatically altered. No product or data was provided for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.